Event description:
The customer reported that over the last year, there have been twenty-five reported cases of a reaction at the arterial site after use of this device. Three of the cases were reported in a previous medwatch report submitted 3/2000, 1820334-2000-00032. Pts are being presented with an abscess type reaction at the entry site occurring 8-14 days post procedure. Biopsies conducted on a few pts have come up with a diagnosis of foreign body granulomatous reaction. The hospital suspects the combination of their glove products and the catheter is at issue. This theory has not yet been fully proven in testing.